Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with decreased hemoglobin and hematocrit of 8.4 g/dl and 24.1%, respectively. The hemoglobin and hematocrit decreased to 7.7 g/dl and 23.1%, with guaiac positive stools. The patient was transfused with 3 units of packed red blood cells and underwent an upper endoscopy that did not reveal and active bleeding. No additional information was provided.